Manufacturer narrative:
Insulin pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. Unit received with missing segment due to cracked and bleeding lcd glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was cracked. The customer's blood glucose was unknown. The troubleshooting was not performed. The insulin pump will be returned for analysis.